Event description:
It was reported that bd unspecified syringe was found to have foreign matter. The following information was provided by the initial reporter, translated from chinese to english: "time of use of medical equipment: on (B)(6) 2023. 15:41 reason for using the medical device: inoculation operation use condition of using the medical device (whether it is used normally or not): yes time of occurrence of adverse event: on 2023.10.07. 15:41 circumstances at the time of the adverse event of the medical device: unknown substance was found in the syringe during use. Time of taking action: on (B)(6) 2023..15:43 measures taken after the occurrence of the medical device adverse event: immediate replacement of the syringe with a new package time of improvement or regression of the adverse event: on (B)(6) 2023. 15:44 outcome after treatment: normal use after replacement with a new package of swabs".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. D. The material and/or lot number provided have not been found and cannot be verified. In this MDR, bd vernon hills il has been listed in sections d.3. And g.1. As the manufacturing site is not known.